Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was reported that diagnosis of the csf leak indicated the cause of the csf leak was the lumbar puncture made for catheter insertion. It was reported the patient died on (B)(6) 2019 due to hypovolemic shock. The patient did not die due to the csf leak.

Manufacturer narrative:
Product ID: 8780, lot# 0215413065, implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: 0215413065, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient receiving intrathecal hydromorphone 2000.0 mcg/ml at 12.8 mcg/day via an implantable pump. The indication for use was not reported. It was reported that examination on (B)(6) 2018 revealed the patient had a lumbar mass in the area of the catheter entrance (intrathecal/spinal portion) without ¿lack of the skin¿. The device diagnosis was ¿catheter leakage¿, and the clinical diagnosis was ¿cerebrospinal fluid (csf) leak¿. Therapy was suspended on (B)(6) 2018. The event was ongoing. The event was related to the device/therapy and the implant procedure. No further complications were reported. Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was reported therapy was restarted on (B)(6) 2018. The event resolved without sequelae on (B)(6) 2018. Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was reported the clinical diagnosis was updated from csf leak to ¿cerebral spinal fluid fistule¿. Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was reported the event resulted in in-patient hospitalization/prolongation of existing hospitalization.